Event description:
Reportedly during radiofrequency thermo ablation, from 3rd to 8th minute the pt complained of: ventricular tachycardia (170 bpm). Diaphragmatic flutter. Vomit. Oxyhemoglobinic desaturation. After the removal of the needle, the symptoms stopped. Another needle was used to complete the procedure without add'l complication.